Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a shock impedance of less than 20 ohms on this right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field. Nothing further has yet been received. All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.